Event description:
Customer reported the system is displaying a communication error and is not working. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface pcb. System operates as intended. This MDR is related to ge healthcare complaint number.